Manufacturer narrative:
A follow-up report will be filed once the quality investigation is complete.

Event description:
It was reported that during set up for a surgical procedure, the button of the e-sep pencil was jammed/stuck in "cut" mode. It was also reported that there was no patient involvement, no delay, no medical intervention or adverse consequences as a result of this event.

Manufacturer narrative:
H6: the quality investigation is complete.

Event description:
It was reported that during set up for a surgical procedure, the button of the e-sep pencil was jammed/stuck in "cut" mode. It was also reported that there was no patient involvement, no delay, no medical intervention or adverse consequences as a result of this event.